Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working properly. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not working properly. It was indicated that the display was out of specification. It was also indicated that the atrial connector was damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.